Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a conflicting results result with the binaxnow covid 19 ag self test (195-160) performed (B)(6) 2022. Pcr test was done on (B)(6) 2021 and was positive. The customer stated that he is still not feeling well. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 173828 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 173828 and test base part number 195-430wl / lot 170865. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 173828 showed that the complaint rate is 0.0003%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 173828 showed that the complaint rate is 0.0007%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance such as not rotating the swab once inserted into the test card or not holding bottle vertically when adding 6 drops into top hole, interpretation of the result, or the specific patient sample.